Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The returned device found both cuffs were still attached to the link and respective needle tips. Based on the investigation findings, the device preformed according to specifications; therefore, the cause for this reported event could not be confirmed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a proglide after a diagnostic procedure. Reportedly, all deployment steps were followed; however, when the plunger was pulled out, no sutures were attached. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. .